Manufacturer narrative:
The lot number of the device was not reported. The device will not been returned for analysis as it was implanted; therefore the complaint could not be reliably determined. However, based on the reported information, the cause of cast migration was likely related to the user did not wait a few seconds before attempting catheter retrieval. Per onyx instruction for use: wait a few seconds following completion of the onyx¿ les injection before attempting catheter retrieval. Failure to wait a few seconds to retrieve the micro catheter after the onyx¿ les injection may result in fragmentation of the onyx¿ les into non-target vessels. Same event as reported in MDR MFR: 2029214-2016-00023 .

Event description:
Medtronic received information that a patient experienced migration of a small fragment of onyx and poor onyx penetration to the avm nidus. The patient underwent a second staged embolization procedure to treat a left temporal arteriovenous malformation (avm) which has two main arterial feeders and an intra-nidal aneurysm. It was reported that partial embolization of the deepest part of the nidus was achieved using approximately 0.8 ml of onyx 18. On catheter removal it was noted the distal migration of a small fragment of onyx into the superficial sylvian territory. No defect was noted on the parenchymography. A second hyperselective navigation procedure was conducted in a branch of the inferior division (temporal) of the m2 segment, allowing a partial embolization of an external and inferior part of the nidus using approximately 0.6 ml of onyx 18 with poor penetration of the nidus. The final check showed that approximately 50% of the nidus was excluded from the circulation. The drainage veins are patent and there is no visible slowing-down of the circulation. No defect was noted on the parenchymography. A post-procedural scanogram acquisition did not reveal any recent ischemia or intracranial haemorrhage. The patient experienced an epileptic seizure 48 hours after the embolization procedure. There was no change in comparison with the CT scan performed earlier in the day, and in particular no appearance of any edema or cerebral haemorrhage. The left insular embolization material was unchanged. There was no presence of mass effect. Patient recovered without sequelae after medication.